Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation'), pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('right tub ovarian abscess'), procedural haemorrhage ('hemorrhage'), cyst ('cysts'), necrosis ('necrosis') and pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian enlargement, hypothyroidism, tubal ligation, carpal tunnel release, depression, obesity, ventral hernia repair, opioid abuse, smoker, leukocytosis, uterine cervical motion tenderness, vaginal discharge, adnexa uteri cyst, elevated liver enzymes, leukocytosis, obesity, hypothyroidism, chronic bronchitis, carpal tunnel syndrome, ventral hernia repair, low back pain, chest pain, allergic reaction to bee sting, redness, cellulitis, rash, vomiting, urinary tract infection, lower abdominal pain, cramp in lower abdomen, fever, chills, dysuria, hematuria, constipation chronic, ovarian cyst, tenderness, ventral hernia repair, bipolar I disorder, hypertension, migraine, headache, hernia repair, weight loss, tobacco abuse, cyst rupture, hemorrhagic cyst, opioid abuse, gonorrhea, back pain, decreased appetite, edema, nabothian cyst, upper respiratory infection, cough, ear pain, runny nose, otitis, right lower quadrant pain and flank pain. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), antibiotics, cefepime, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, morphine, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol from (B)(6) 2004 to (B)(6) 2015. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and nausea ("nausea"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 13 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), cyst (seriousness criterion medically significant), necrosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vomiting ("vomiting"), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine (carbamazepin), venlafaxine and surgery (removal surgery scheduled on (B)(6) 2015, on (B)(6) 2015 unilateral salpingo-oophorectomy - on right and on (B)(6) 2015: unilateral salpingooophorectomy right side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, procedural haemorrhage, vaginal haemorrhage, fatigue, alopecia, weight increased, cyst, necrosis, vomiting, nausea, pelvic infection, anxiety and depression outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, genital haemorrhage and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, device dislocation, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, necrosis, pelvic infection, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, tubo-ovarian abscess, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: received treatment for- abnormal bleeding (vaginal, menorrhagia), discrepancy noted in date of removal: (B)(6) 2015. Discrepancy noted: she did not undergo essure confirmation test. Removal details :- (B)(6) 2015: unilateral salpingooophorectomy - right side insertion date discrepancy noted- (B)(6) 2004, (B)(6) 2002. Patient received treatment for pain, bleeding discrepancy noted in date of insertion (B)(6) 2002 and (B)(6) 2003. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in date of insertion : 2006. State of residence at time of implant: iowa. State of residence at time of removal: iowa. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: impression: 1. The right adnexa/ovary is enlarged and inflamed best identified on image 76 of series 2 suggestive of pelvic inflammatory pelvic disease/ ovarian abscess continuum. Phleqmon /inflammation extends more superiorly and superiorly along the right lateral flank. There is trace amount of fluid within the right paracolic gutter. No free air. 2. 2 uterine horns are identified suggestive of septate versus arcuate uterus. 3 normal appendix.. Hysterosalpingogram - in (B)(6) 2002: essure device was successfully occluded. Concerning the injury reported in this case the following ones were described in patient medical record conforming abdominal pain,ovarian abscess,pelvic inflammatory, vomiting.right ovary and fallopian tube, right salpingo-oophorectomy: severe hemorrhage and necrosis. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: pelvic inflammatory disease, pelvic infection, vaginal bleeding, menorrhagia, depression, metal anguish, abdominal pain, tubo-ovarian abscess and pelvic infection. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation'), pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('right tub ovarian abscess'), procedural haemorrhage ('hemorrhage'), cyst ('cysts'), necrosis ('necrosis') and pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian enlargement, hypothyroidism, tubal ligation, carpal tunnel release, depression, obesity, ventral hernia repair, opioid abuse, smoker, leukocytosis, uterine cervical motion tenderness, vaginal discharge, adnexa uteri cyst, elevated liver enzymes, leukocytosis, obesity, hypothyroidism, chronic bronchitis, carpal tunnel syndrome, ventral hernia repair, low back pain, chest pain, allergic reaction to bee sting, redness, cellulitis, rash, vomiting, urinary tract infection, lower abdominal pain, cramp in lower abdomen, fever, chills, dysuria, hematuria, constipation chronic, ovarian cyst, tenderness, ventral hernia repair, bipolar I disorder, hypertension, migraine, headache, hernia repair, weight loss, tobacco abuse, cyst rupture, hemorrhagic cyst, opioid abuse, gonorrhea, back pain, decreased appetite, edema, nabothian cyst, upper respiratory infection, cough, ear pain, runny nose, otitis, right lower quadrant pain and flank pain. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), antibiotics, cefepime, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, morphine, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol from (B)(6) 2004 to (B)(6) 2015. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and nausea ("nausea"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 13 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), cyst (seriousness criterion medically significant), necrosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vomiting ("vomiting"), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine (carbamazepin), venlafaxine and surgery (removal surgery scheduled on (B)(6) 2015, on (B)(6) 2015 unilateral salpingo-oophorectomy - on right and on (B)(6) 2015: unilateral salpingooophorectomy right side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, procedural haemorrhage, vaginal haemorrhage, fatigue, alopecia, weight increased, cyst, necrosis, vomiting, nausea, pelvic infection, anxiety and depression outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, genital haemorrhage and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, device dislocation, fatigue, genital haemorrhage, menorrhagia, nausea, necrosis, pelvic infection, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, tubo-ovarian abscess, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: received treatment for- abnormal bleeding (vaginal, menorrhagia), discrepancy noted in date of removal: (B)(6) 2015 discrepancy noted: she did not undergo essure confirmation test. Removal details :- (B)(6) 2015: unilateral salpingooophorectomy - right side insertion date discrepancy noted- (B)(6) 2004,(B)(6) 2002. Patient received treatment for pain, bleeding discrepancy noted in date of insertion (B)(6) 2002 and (B)(6) 2003. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: impression: 1. The right adnexa/ovary is enlarged and inflamed best identified on image 76 of series 2 suggestive of pelvic inflammatory pelvic disease/ ovarian abscess continuum. Phleqmon /inflammation extends more superiorly and superiorly along the right lateral flank. There is trace amount of fluid within the right paracolic gutter. No free air. 2. 2 uterine horns are identified suggestive of septate versus arcuate uterus. 3 normal appendix.. Hysterosalpingogram - in (B)(6) 2002: essure device was successfully occluded. Concerning the injury reported in this case the following ones were described in patient medical record conforming abdominal pain,ovarian abscess,pelvic inflammatory, vomiting. Right ovary and fallopian tube, right salpingo-oophorectomy: severe hemorrhage and necrosis. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: pelvic inflammatory disease, pelvic infection, vaginal bleeding, menorrhagia, depression, metal anguish, abdominal pain, tubo-ovarian abscess and pelvic infection. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case . Events- ¿pelvic infection, gen. Abnormal bleed, psychological or psychiatric problems condition: mental anguish / psych injury, psychological or psychiatric problems condition: depression/ psych injury, back pain¿, reporter information, aka name, concomitant drug, medical history, treatment drug, lab data were added. Outcome of event pelvic pain, menorrhagia, abdominal pain were updated. References, source documents from case (B)(4) (MFR control no. 2951250-2019-05183) were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation'), pelvic inflammatory disease ('pelvic inflammatory disease'), tubo-ovarian abscess ('right tub ovarian abscess'), procedural haemorrhage ('hemorrhage') and necrosis ('necrosis') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian enlargement, hypothyroidism, tubal ligation, carpal tunnel release, depression, obesity, ventral hernia repair, opioid abuse, smoker, leukocytosis, uterine cervical motion tenderness, vaginal discharge, adnexa uteri cyst, elevated liver enzymes, leukocytosis, obesity, hypothyroidism, chronic bronchitis, carpal tunnel syndrome and ventral hernia repair. In 2004, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), cyst ("cysts"), necrosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vomiting ("vomiting") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 unilateral salpingo-oophorectomy - on right). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, tubo-ovarian abscess, procedural haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, alopecia, weight increased, cyst, necrosis, pelvic pain, abdominal pain, vomiting and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, cyst, device dislocation, fatigue, menorrhagia, nausea, necrosis, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, tubo-ovarian abscess, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: received treatment for- abnormal bleeding (vaginal, menorrhagia), diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: impression: the right adnexa/ovary is enlarged and inflamed best identified on image 76 of series 2 suggestive of pelvic inflammatory pelvic disease/ ovarian abscess continuum. Phleqmon /inflammation extends more superiorly and superiorly along the right lateral flank. There is trace amount of fluid within the right paracolic gutter. No free air. 2 uterine horns are identified suggestive of septate versus arcuate uterus. Normal appendix. Concerning the injury reported in this case the following ones were described in patient medical record conforming abdominal pain,ovarian abscess,pelvic inflammatory, vomiting.right ovary and fallopian tube, right salpingo-oophorectomy: severe hemorrhage and necrosis. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received- case become incident and new event vaginal bleeding, menorrhagia bleeding, right tub ovarian, abscess, hair loss, weight gain, narcosis, hemorrhage, pelvic pain were added .historical condition of patient was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.